Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg will no longer communicate with external devices as he hasn't charged his system in approximately two months and as a result no longer hs stimulation. An sjm representative met with the pt and confirmed the scs ipg has no device output. Surgical intervention is planned for a later date to address the issue.